Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right brachia embolectomy, the needle broke while the surgeon used a continuous running suturing technique. The half of the needle fell into the patient cavity and an x-ray was performed to locate the piece. Surgical time was extended 30 minutes or more because they spend time locating and removing the snapped needle from the patient. A new suture was opened to finish off the closure and to complete the case.